Event description:
It was reported that the customer experienced elevated blood glucose levels (490 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer delivered a 2 unit bolus to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.